Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd luer-lok¿ syringe the stopper separated from the plunger. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reporting the rubber is coming off of the syringe plunger and causing air to be drawn in. Two were found in this lot. There was no patient harm or adverse event, and no medical intervention was required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe the stopper separated from the plunger. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: reporting the rubber is coming off of the syringe plunger and causing air to be drawn in. Two were found in this lot. There was no patient harm or adverse event, and no medical intervention was required.